Manufacturer narrative:
Investigation summary: it was reported that syringes have black dots, damaged barrels, and scale markings are off. To aid in the investigation, ten samples and two photos were provided for evaluation by our quality team. The samples came bulk packaged in a plastic bag. A visual inspection was performed and it was observed that seven samples have embedded degraded resin, two have damages and one has a scale printing defect. The two photos provided show the samples received. The embedded degraded resin in the component typically occurs at the startup/restarts of the injection molding process. For the damaged part and scale marking defects, it is likely that a jam occurred during the manufacturing process resulting in the defects to the syringes. A device history record review was completed for provided material number 301035, lot number 0274519. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Manufacturing processes were verified finding everything working properly. Frequency of inspections has been increased to mitigate the escape of these defects. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ luer-lok syringes had damaged barrels. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "part number: 301035 lot number: 0274519, black dots: 351 pieces, damaged/broken: 148 pieces, total: 499 pieces."